Event description:
During device evaluation of a mr850 respiratory humidifier at our fisher & paykel (f&p) healthcare regional office in the u.s, it was found that the speaker was not functioning properly. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Correction: the initial report was submitted via esg nextgen under the incorrect submission type. This report is being resubmitted as per esg nextgen ticket (B)(4) recommendations. Section h11: method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in the u.s where it was visually inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: investigation of the subject device revealed that the speaker of the mr850 respiratory humidifier was producing a crackling/distorted sound. There was no patient involvement reported. Conclusion: without the return of the mr850 respiratory humidifier to nz, we are unable to determine the exact cause of the reported fault. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in the u.s where it was visually inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device revealed that the speaker of the mr850 respiratory humidifier was producing a crackling/distorted sound. There was no patient involvement reported. Conclusion: without the return of the mr850 respiratory humidifier, we are unable to determine the exact cause of the reported fault. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
During device evaluation of a mr850 respiratory humidifier at our fisher & paykel (f&p) healthcare regional office in the u.s, it was found that the speaker was not functioning properly. There was no patient involvement as the issue was found whilst the device was not in use on a patient.